Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message. No further information was provided. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective cooling engine (ce) as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in august 2012, and it is more than 8 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issue was found. The initial functional testing passed all the functional test requirements with no error or fault. However, during further functional testing, the console displayed a tcmid:06 error, thus confirming the customer complaint. The event logs were reviewed and the tcmid:06 (ce post failure) error message was observed to have occurred on the customer's reported event date, thus confirming the reported complaint. Also, the archive shows the presence of the tcmid:07 (coolant temp high) error message as it is related to the failed ce compressor to heat the bath by 1.0°c within the preset time of 3 minutes. The ce compressor needs to be replaced to remedy the tcmid:06 error. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).